Manufacturer narrative:
On october 27, 2020 additional information received indicated that the country of the reporter is USA. Correction: initial report mistakenly reported in h10 that the device has been received which the correct statement should state the following: information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced left sided deflation post procedure. Patient stated that her left implant has a suspected valve leak and she is planning to replace the implant. CT scan , appearance and examination by the plastic surgeon confirmed the deflation. Patient stated that she has minor pain occasionally and her symptoms are rippling and deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.